Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received an auto-off alarm. There was no impact to the customer¿s blood glucose. Reportedly, the alarm enunciated despite the customer interacting with the pump within the set time frame (tandem's user guide states that the auto-off alarm will occur if there has been no interaction with the pump within a specified period of time. The alarm can be set anywhere between 5 and 24 hours). Reportedly, the customer reverted to manual injections for insulin therapy.